Event description:
It was reported that thrombosis and prosthetic aortic valve coaptation issues occurred. In (B)(6) 2019, a 25mm lotus edge valve was successfully implanted in a patient. At the patient's three (3) month follow-up visit, increased gradient and lotus edge valve leaflet dysfunction was noted. Thrombosis was suspected and the patient was treated with oral anticoagulants.